Manufacturer narrative:
This reported issue has been identified to be related to a known issue being addressed through a field corrective action. Remediation and repair of the suspect device has been completed and no further investigation is required.

Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported ext high peak pressure, circuit occlusion and safety valve open alarms on the avea ventilator. The customer reported trying to replace the exhalation filter and patient circuit but it did not correct the issue. The customer reported there was no patient involvement associated with this event.